Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no errors were observed related to the complaint. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The receiver functional test was attempted but could not be performed. The audio\vibration test with dexcom global receiver communication tool was attempted but unable to perform since the receiver was perpetually rebooting. The speaker audio intermittent test was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.